Event description:
Customer reported erroneous test results for four assays were obtained for nine patient samples tested on a unicel dxc 600i synchron access clinical system. The test results were reported out of the laboratory. The assays involved in this malfunction were: access accu tni (troponin I), access hypersensitive htsh (human thyroid-stimulating hormone), access total t4 (total thyroxine) and access ck-mb (creatine kinase - mb isoenzyme). On (B)(6) 2008, the customer reported that they were not aware of any change to patient treatment as a result of the erroneous test results. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample and quality control (qc) information was not provided. System check performed (B)(6) 2008 failed the washed and unwashed portions as well as the wash efficiency and substrate ratio specifications. On (B)(4) 2008, the field service engineer (fse) identified the system check failing and noted air in the wash pump. Identified a kinked cable and defective wash pump. Replaced the wash pump and mixer motor. Identified back pressure in the waste line and corrected. Performed accutni blanks and low level precision qc run that met specifications. The fse also performed a precision run with patient samples that were within specifications. Verified the instrument repair per established procedures. Root cause was determined to be the hardware issued identified and corrected by the fse. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. The erroneous data associated with the access accu tni (troponin I) was reported as MDR 2122870-2008-00168. This MDR is submitted to report the other assay test results. Troponin testing was included in this MDR report for completeness.